Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and found the tidal volume to be within specification. Inspection of the flow sensors that were reportedly replaced during the case indicated one had a diaphragm stuck to the top of the flow sensor housing. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, exhaled tidal volume was lower than expected. The clinician reportedly replaced the flow sensors. There was no reported patient injury.